Event description:
The customer reported the system displayed errors during a cine loop. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fiber optic and ribbon cables between the cine drive, backplane , and cine bridge board, and replaced and formatted the cine hard drive. System operates as intended.